Manufacturer narrative:
A follow up was performed with the customer, and it was reported that they spoke with the technician that delivered the device; during troubleshooting, it was reported that the touchscreen was not responding to touch. The customer after talking with a philips remote service engineer (rse), the battery was disconnected from the device, and the device was opened in order to check for any visible issue. The customer that reported that after the device was reassembled, and the battery reconnected, the device was powered on, and the device was working as intended. The device was returned to service without any issues.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator could not be turned off and the power button is unresponsive. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator could not be turned, off and the power button is unresponsive. The customer reported that when the power button is pressed, the red banner was displayed on the screen, but when pressed, there was no response. The customer then reported that after a few minutes, the device powered off, but there was a delayed response to touching the red banner on the screen. The device now powers on and off as expected, in both diagnostic and ventilation mode. It was verified that the touchscreen operation via the touchscreen diagnostics screen and device passed touchscreen calibration. A review of the event log was performed, but no codes were observed. The rse discussed the issue with the customer that stated that the device had been operating as expected with no concerns about providing ventilation. The rse then had the customer perform an internal visual inspection, as it was earlier stated that there may have been something spilled on the device, from something that had been sitting on top of it. The customer reported that there was no evidence of any liquid ingress into the device, or signs of liquid on the case. The rse advised the customer to power the device on and off through the course of the day to see if the issue can be replicated. Investigation ongoing / resolution pending.